Manufacturer narrative:
(B)(4). No samples were received. No pictures were provided. We have no remaining inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
Customer states underfilling tubes.